Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash after exposure to gel from electrode belt. Reporting out of an abundance of caution. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.